Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a dual access site arteriotomy closure of the left and right common femoral artery (lcfa and rcfa) was attempted using the pre-close technique via 7f sheath holes, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, with 3 devices (2 on the lcfa, 1 in the rcfa) cuff misses occurred, as the sutures were not present when the plungers were removed. The sutures of 2 new prostyle devices were successfully pre-placed in each site. The sheaths were upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.